Event description:
Reporter stated the device was feeding too fast, and claimed there was a "defect in programmation". The initial report claimed the pump was programmed to deliver 250 ml in 3 hours, but actually delivered 250 ml in 1.25 hours. A followup report claimed a 4-hour feedig was infused in 2 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.